Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexj0352 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexj0352) have been reported from the same facility. Device not yet returned for evaluation.

Event description:
It was reported that the vein was accessed and the catheter placed. When trying to remove the ¿mandrel¿ the catheter began to twist. It was stated that the healthcare professional made several attempts to withdraw the catheter. The PICC ¿ripped¿ and another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty withdrawing the catheter stylet was confirmed and the cause appeared to be use related. The product returned for evaluation was a 3fr s/l perqcath PICC. The stylet was returned inlaid within the catheter and the catheter/stylet was observed to be bent and kinked in multiple locations throughout the length of the device. Gross visual evaluation confirmed a longitudinally-aligned split at the 0cm depth marker and the underlying stylet was visible through the split. The stylet was wetted by attaching a syringe to the t-lock assembly and flushing through the catheter. A subsequent attempt to remove the stylet was successful and the stylet was withdrawn with little resistance. Microscopic examination of the stylet confirmed the presence of abrasive catheter wear residue near the distal end of the stylet and it contained multiple regions of disjoined coils near the center of the stylet. This suggested that the location of stylet/catheter interference was primarily at the distal end of the catheter which caused wear at the distal end and the associated compressive force disjoined coils near the center of the stylet. An attempt to feed a non-complainant stylet into the catheter was successful with no obstruction encountered. The observed damage was characteristic of inadequate lubrication of the stylet during the insertion procedure. The product contains a red hang tag which directs to ¿flush catheter prior to use¿. This will lubricate the stylet and provide for smooth withdrawal. The IFU also advises, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿

Event description:
It was reported that the vein was accessed and the catheter placed. When trying to remove the ¿mandrel¿ the catheter began to twist. It was stated that the healthcare professional made several attempts to withdraw the catheter. The PICC ¿ripped¿ and another device was used to complete the procedure. No patient injury was reported.